Event description:
The surgeon has reported that this place was implanted last (B)(6) 2011. Last (B)(6) patient went to the hospital because they felt pain and through x-rays it was observed that the plate was broken.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.